Event description:
It was reported that the balloon would not deflate. A 6 x 40 x 135 mm sterling balloon was selected for use in an angioplasty procedure. During the procedure the physician noted there was difficulty inflating the balloon. The balloon was then unable to deflate. It was able to be removed from the patient. A new device was selected to complete the procedure. The patient experienced no adverse effects and the patient's status was ok post procedure.